Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a known trauma with an obvious hematoma the user has no hearing sensations with the device. Re-implantation considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
After a known trauma with an obvious hematoma the user no longer had any hearing sensations with the device. The recipient was re-implanted.